Event description:
It was reported that the battery housing is broken at the hinge. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 foreign - france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record could not be completed as the device cannot be located. The photo included in the complaint submission confirm the lid was broken off at the hinge. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported event is attributed to component failure due to wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.